Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a partial view of the drainage catheter along with the stylet inserted. Stylet was noted to be extended at the tip of the distal catheter. The investigation is inconclusive for the reported trocar needle longer than the catheter issue as the provided photo was not sufficient enough to confirm the reported defective component issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of an ultrasound guided percutaneous abscess drainage catheter placement procedure, the length of trocar needle was allegedly found to be longer than the catheter too much. The procedure was completed with another device. There was no patient contact.

Event description:
It was reported that during the preparation of an ultrasound guided abscess drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.